Event description:
It was reported by company representative that high impedance was found while interrogating a patient's vns device. Patient was also having worsening seizures. Patient was sent for x-rays, but not provided to manufacturer for analysis. Doctor's interpretation of the images show no obvious lead issue. Additional info was received that, generator was switched off due to high impedance, patient recently had more seizures with possible falls that could have caused or contributed to the event. No medication changes or other external factors preceded the onset of the increase in seizure. A full revision is planned for this patient, but no date at the moment.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.